Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a pump pocket and sternal infection and was admitted into the hospital on (B)(6) 2014 for an exit site and sternal incision drainage. The patient was found to be bacteremic and experiencing endocarditis. The patient underwent a partial sternotomy for a pump pocket wash out and was discharged on (B)(6) 2014. The drainage continues and sternal abscesses are present. The patient is being treated with multiple IV antibiotics.

Manufacturer narrative:
Additional information: the patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was reported to have had an abscess removed from his sternal area in (B)(6) 2015. The patient continues to have issues with infection and remains on IV antibiotics.